Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2023-00528 1. Section h.10./11. Additional narrative and/or corrected data the product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Intraventricular hemorrhage is included as a possible complication in the instructions for use (IFU) for the artemis neuro evacuation device. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
On (B)(6) 2022, the patient underwent a micro neurosurgery to treat an intracerebral hemorrhage (ich) using an artemis neuro evacuation device (artemis). Later that day, a head CT result showed worsening intracerebral hemorrhage with intraventricular dissection with small amount of hemorrhage. A craniotomy was performed to treat the hemorrhage. The worsening intracerebral hemorrhage was considered to be an adverse event related to the artemis, the index procedure, and the index ich.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Intraventricular hemorrhage is included as a possible complication in the instructions for use (IFU) for the indigo aspiration system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.